Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was sent for service. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was sent for service. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the engineer found a "rusty" battery, damaged battery compartment, and a missing set screw. (B)(4).